Event description:
It was reported that, during surgery set up, once the case started and after the patient anesthesia, the "quantum controller" showed an error message of "hardware failure". The procedure was successfully completed without delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: he reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions maintenance: other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. If a power cord other than the power cord from the manufacturer is used, please ensure the power cord complies with the voltage and current rating listing on the back panel of the controller. Failure to do so may alter the performance of the controller. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.